Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not holding battery longer than 2 days and there was a crack on the side of the battery compartment. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged charge/battery lasts less than expected and cosmetic damage located at the battery compartment found on july 14, 2022. The insulin pump passed the displacement test, active current test. The insulin pump failed sleep current test and self test due to moisture damage. No charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range range, however, the power management graph indicated an esd latch-up on an ic chip. No unexpected battery or power alarms or alerts noted during testing or in history files or traces. Device was cut open to perform visual inspection and found physical and moisture damage on the harness vibrator assembly and moisture damage on electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, label damage (stained), corroded battery tube. Charge/battery lasts less than expected was confirmed by esd latch-up on an ic due to moisture damage. Cosmetic damage confirmed at the battery compartment and other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.